Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred while the pump was charging. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy, and new charging supplies were sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.